Event description:
Customer reports being unable to test his blood glucose due to an error message on the device while having high blood glucose symptoms. Customer states he did not administer insulin because he did not know what his blood glucose result was. The following morning customer went to an urgent care facility and a result of 472 mg/dl was obtained on professional device; customer was treated with ivs and insulin. Requested return of suspect device and replacement was sent.